Manufacturer narrative:
Investigation was opened on 25 sep 2018 to cover several complaints over a 2 month period stating that unistik 3 comfort device needles were not retracting after use. Full report attached ((B)(4)).

Event description:
Hospital nurse reported that one of the lancets did not retract after use, and that a care partner was involved. No other information provided. Medical questionnaire was sent and requested to be filled out and sent back; still have not received.